Manufacturer narrative:
This report is submitted on 13 oct 2020.

Event description:
Per the clinic, the patient reported that the battery charger plug has melted. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.